Event description:
Customer reported that the keypad of the insulin pump is unresponsive. Customer stated that she jumped into the pool with the insulin pump. Customer's current blood glucose reading is 321 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.